Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and loss of communication. Customer reported that they had not programmed transmitter ID into the insulin pump. Customer reported that they unable to enter into the auto mode feature. Customer reported the sensor glucose level was not displayed on the screen. Customer reported that the insulin pump lost power for few days. After assistance customer¿s transmitter was connected to the insulin pump. It was unknown that the customer was using the auto mode or not. Customer declined to troubleshoot due to hospitalization. The insulin pump will not be returned for analysis.